Event description:
Spontaneous call from patient's father reporting cadd ms3 pump sn (B)(4) arrived without programming. Patient using back up pump. No adverse event reported. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigate on? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.